Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause and treatment of the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date dianeal and extraneal therapies were discontinued and pd catheter was removed due to the peritonitis. At the time of this report, the patient outcome was not reported. No additional information is available.